Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter had an inaccuracy issue. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt to obtain additional info. The mas mailed a letter to the pt on 11/20/2008, in an attempt to contact the pt for follow-up questioning. The pt stated that the reported issue began on approx two months earlier at an unspecified time. She reportedly bought the subject meter on the same day, and reportedly felt that the meter was giving high readings (unk readings). The pt stated that her usual readings in the morning were "70 mg/dl" and 60 mg/dl" and a reading of "150 mg/dl" obtained on the subject meter was reportedly "high" for her. As a result of the reported issue, the pt continued taking the usual dose of diabetic medication (12 units of lantus and 2 units of humalog). A few days after the reported issue (date and time not specified), she reportedly experienced "sweatiness." It is not known whether the pt obtained any blood glucose reading on the subject meter during her symptoms. The pt reportedly did not receive/require any medical treatment for the diabetes. During the troubleshooting, the cca noted that the pt was obtaining blood samples from her fingers. The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The meter was set to the correct unit of measurement. Replacement products were sent to the pt. There is no evidence that the subject meter malfunctioned. However, this complaint is being reported since the pt allegedly developed symptoms that could be suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.